Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: h6 (health effect - impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there was a 15 minute surgical delay as they worked through the problem and solutions in the order that was mentioned. They repositioned the camera, ensured the nurse was perpendicular with her stylus and hand piece. When that didn¿t work they restarted the velys robot and reinitialized. When that didn¿t work they opened a new array kit and then it worked and were able to proceed to draping the robot.

Event description:
Saw array and stylus would not work for saw initialization step 1 of acquiring the white saw array connected to the velys hand piece.

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿saw array and stylus would not work for saw initialization step 1 of acquiring the white saw array connected to the velys hand piece. We opened a new kit and it worked so they need a credit for the malfunctioning array kit¿ the product was not returned to medtech orthopaedics, however photos were provided for review. Only the identification label of the outer package was observed. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Additionally, functionality issues cannot be assessed through a photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.